Event description:
It was reported that during pre-surgery check or surgery, the motor device began "overheating and stopped working." The reporter could not clarify if the device was used in surgery. The reporter was unable to determine the date of the event. The reporter stated there were no injuries or medical intervention reported. There were no delays in surgery as an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. (B)(4) completed an evaluation of the device. A functional assessment was performed and it was observed that the motor was not functioning properly due to missing nose pins and a loose set screw. Therefore, the reported condition was confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.